Event description:
It was reported to philips that the system gave an alert indicating the image storage failed, which prevented cine. The patient was moved to another room to continue the procedure. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.